Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving hydromorphone (2 mg/ml) and baclofen (300 mcg/ml) at unknown dosage via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient had two active pumps implanted. Issue regarding a second pump was reported in report 3004209178-2018-12140. Empty pump alarm was occurring since the patient was non-compliant and missed refill. The hcp ordered the drug for only one of the pumps to be filled and the second pump would likely to be refilled with saline and set to minimum rate. Oral medication was prescribed for increased pain because they chose not to go to refill. The low reservoir alarm date on the print out was either (B)(6) 2018. Empty pump date was not available as log was not available. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare provider (hcp) via device manufacturer representative. It was reported that the drug before refill was hydromorphone(2 mg/ml) and baclofen(300 mcg/ml) and was preservative free normal saline (9mg/ml, minimum rate) after refill. The low reservoir alarm date was 2018 (B)(4) according to the log. Missing refill was the patient's elective choice. No further complication was reported.